Event description:
It was reported that: on an unknown date the patient underwent surgery at c2-c4. The patient was implanted with rhbmp-2/acs. Post-op, the patient had paralysis that only began to arise in (B)(6) 2013. In (B)(6) 2013, the patient began developing paralysis in the left side extremities including hand.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.